Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low results on red blood count (rbc), white blood count (wbc), hematocrit (hct), mean cell volume (mcv), and high results on platelet (plt) , mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc) generated by the ac-t diff analyzer for one patient without instrument generated flags. Prior to testing on ac-t diff instrument, the specimen was analyzed on a different system and obtained results were considered correct. These results were reported out of the lab. No erroneous results were reported out of the lab. Based on information provided, there was no impact to patient treatment.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to accuracy and precision. Per customer, the high control was outside assay high for hgb and plt on (B)(6) 2010. A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the rbc bath and adjusted the gain. The fse ran reproducibility and verified all parameters and advised the customer to calibrate the instrument. The fse was dispatched again on (B)(4) 2010: the fse reviewed reproducibility and verified all parameters. The fse adjusted the rbc and plt cal factors and reran calibration. The fse verified the instrument operation. The root cause of this event is unknown.